Event description:
It was reported that the psi's hemostasis valve and blue o-ring came apart after insertion of the pulmonary artery catheter. The doctor did an over-the-wire technique to retrieve both pieces and to replace the catheter. There were no patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.